Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after two activations with the vessel sealer extend (vse) a tie rod broke. The customer completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: during the last surgical procedure, instrument failure was identified. The problem was only on the vessel sealer extend (vse) instrument. There was no fragment fall, no delays and no injury to the patient.